Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded two episodes of inappropriate therapy due to atrial tachycardia which degraded to dual tachycardia and supraventricular tachycardia (svt). During the first episode, this ICD delivered inappropriate anti-tachycardia pacing (atp) and two electric shocks. As a result, programming changes were made. After the programming changes, another episode occurred and this ICD delivered four inappropriate electric shocks. Technical services (ts) reviewed and recommended further reprogramming, including raising the ventricular tachycardia (vt) zone and extending redetection. This ICD remains in service. No additional adverse patient effects were reported. Additional information was received. This ICD recorded another episode of in inappropriate therapy due to atrial tachycardia. Ts reviewed device data and recommended further reprogramming options.

Manufacturer narrative:
Additional information added to b5.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded two episodes of inappropriate therapy due to atrial tachycardia which degraded to dual tachycardia and supraventricular tachycardia (svt). During the first episode, this ICD delivered inappropriate anti-tachycardia pacing (atp) and two electric shocks. As a result, programming changes were made. After the programming changes, another episode occurred and this ICD delivered four inappropriate electric shocks. Technical services (ts) reviewed and recommended further reprogramming, including raising the ventricular tachycardia (vt) zone and extending redetection. This ICD remains in service. No additional adverse patient effects were reported.